Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was returned for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was completely removed from the sheath and the collagen and anchor were stuck into the hemostatic valve. The tamper tube had exited the carrier tube and was visible as well. The deployment sleeve of the device was in the full rear lock position with color bands fully exposed. The suture still intact, connecting the carrier tube and hemostasis sheath. The bypass tube was dislodged near the hub of device cap. No other visual anomalies were noted with the device. Manual tension was applied but was unable to remove the collagen and anchor from the hemostatic valve. No functional testing was performed due to the collagen and anchor were stuck into the hemostatic valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that while forcibly un-mating and withdrawing the carrier tube hub manually after a non-deployment pullout event which led the undeployed collagen and anchor to be blocked within the hemostatic valve. The likely root causes for non-deployment pullout may include the device was not being positioned in the full forward lock position, or an obstruction to the anchor posting to the distal tip which may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an issue when deploying an angio-seal device. The patient was fine after holding pressure. The procedure was a diagnostic catheterization. When the procedure was complete the angio-seal was used normally, however when the tech pulled back to deploy the footplate, the entire system came back. The patient was reported to be in stable condition. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 20mar2020. A 6fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion as an ultrasound was used. A pre-deployment angiogram was performed. Every step of the process was normal until the device came out.